Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient, patient mentioned that the implantable neurostimulator (ins) taking 2 hours to go from 50% to 100% battery was resolved after a manufacturer representative (rep) worked with them on resetting the controller by taking out the battery pack (bp) and putting it back in. They also mentioned they don't recall being directed to physician to discuss about ins depth issue and specified that the ins is in right place.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that it takes her 2 hours to go from 50% to 100% battery. Patient reported good to excellent quality of recharge. After further questioning, patient then back tracked and she had maybe a couple of good recharge session after she called the last time, regarding recharge issue. Patient didn't think the implant was at an angle, but she couldn't say how deep the implant was in her body. Technical services(ts) agreed to send recharger replacement to see if that would improve recharging, however, if not then patient needs to check to make sure recharger isn't sliding on her or see healthcare provider (hcp) to further assess the pocket. Agent didn't check recharge speed, since it was already checked in the previous call.